Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. It is unclear what the patient uses to manage her diabetes. The patient reported on (B)(6) 2013 in the morning she had something more to eat or drink than usual. The patient reported at an unknown date and time she developed symptoms of "dizzy, foaming at mouth, eyes half closed". It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on (B)(6) 2013 in the morning, she was given IV glucose by emergency medical services (ems). The patient reported a reading was obtained on the ems meter however; the patient was unclear what the reading was. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter turned on. In addition, when the power button was pushed, the meter turned on. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter and test strips passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of a serious injury and required treatment from a health care professional for an acute complication of diabetes.

Manufacturer narrative:
(B)(4) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter and test strips passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint a supplemental report will be submitted, at this time, lifescan considers this matter closed.